Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop. According to the patient¿s parent, on (B)(6) 2025, the patient experienced nausea, lethargy, and urine ketones. The cgm was 150 mg/dl while the bg was 800 mg/dl. The parent suspected diabetic ketoacidosis and called the patient¿s healthcare provider. They were advised to use basal insulin and change the sensor and pod. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.